Event description:
A caller reported a recurring cartridge alarm 20 that first occurred approximately a week prior and had since happened multiple times. The customer's blood glucose level reached a high of 700 mg/dl due to the issue, but corrective action was taken with a correction bolus via the pump. Technical support resolved the issue by sending a replacement pump and providing instructions for returning the problematic one. The customer, who did not require assistance from a third party, acknowledged a lack of backup therapy and planned to contact their healthcare provider. There was no adverse impact to the customer's blood glucose level reported.